Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having a low blood glucose on september 28, 2024. Customer alleged the low was due to sensor glucose versus blood glucose discrepancy. Customer said that they got pump error 53 during this episode. Then, the pump showed the reservoir was fully depleted when this was not the case. Customer could not clear the alarm or rewind the pump. Troubleshooting was done.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected) and also experienced hypoglycemia with the blood glucose value of 36 mg/dl. The customer was treated with glucagon. The event involved product(s) mmt-1886. Customer reported low blood glucose. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer does use automode/ smart guard feature at the time of the event. Customer does not believe the pump is over delivering. Insulin delivery was suspended due to the difference between sensor glucose and blood glucose values. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.